Manufacturer narrative:
A stryker service representative evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during patient monitoring. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during patient monitoring. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The internal battery and battery socket pins were replaced as a precautionary measure and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The root cause of the issue could not be determined.